Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt's parents alleged sporadic high and low blood glucose (bg) readings which they felt were as a result of the pump delivering the incorrect amount of insulin. For the past few months, the pt's mother reported that the pt tests in the 15.0 to 30.0 mmol/l range 3 or 4 times a day. The pt's mother claimed, the pt is nauseous with high bg; however, denied that the pt developed symptoms of vomiting, shortness of breath, chest pain or ketones. The pt's mother reported that frequently the pt tests high at night (anywhere between 15 and 30 mmol/l), does not receive a bolus correction for the high and wakes up at 2 or 3am with a low blood glucose of 2.0 or 3.0 mmol/l. When the pt tests low, it was noted that the pt is shaky and forgetful. It was reported that the pt is treated with juice for the lows and bg comes up to 9-15 mmol/l range. The pt's father claimed that the pt's bg will go up after activity and will go low after eating. At the time of troubleshooting, the pt's mother reported that site is changed every 2 days. Denied having any issues with insertion or bent cannulas. The pt's mother stated, she has not noticed any leakage at site or cartridge and the pt's father denied any air bubbles in cartridge or infusion set. Pump's date/time settings correct, review of pump also revealed that basal program and advanced bolus feature settings also correct. Basal and bolus delivery added up correctly and there were no associated alarms in pump's history.